Event description:
87 year old male patient w/multiple previous surgical procedures on both knees. Patient has had previous bilateral osteotomies w/bilateral unicompartmental replacements. The left knee was painful in the lateral aspect due to collaspe of the lateral femoral condyle and the subsequent collaspe of the joint space. The implant was surgically removed. Bone loss was minimized & autografted with the pca revision total knee being implanted with cement technique. Bone loss was minimized and volgus deformity corrected. Outcome is predicted to be excellentinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.